Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was not properly delivering insulin. This complaint is being reported because the pump delivering inaccurately could cause the patient to experience an adverse event. There was no serious injury associated with this complaint.